Event description:
It was reported that during a lobectomy procedure, the patient's bronchi were torn. The procedure was completed by hand-suturing.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition and with no cartridge present on the device, however four cartridges present on the device, however four cartridges were received loose inside the bag, fully fired and with no damaged to the spring cartridge lockout. The device was tested for functionally with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. 510(k) # is k020779.